Event description:
It was reported that this patient's communicator showed a red call doctor icon which indicated a potential change in the patient's implanted pacemaker system, that was not transmitted. Technical services referred this issue to the patient's clinic. Troubleshooting was performed and the issue was resolved, the data was correctly transmitted after power cycling. Additional information was received indicating the red alert was triggered due to a lead safety switch caused by high pacing impedance out-of-range of over 3000 ohms. The patient was seen by the physician and the issue will continue to be monitored. This patient's right ventricular lead remains in service and no adverse patient effects were reported.